Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge not loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties and no malformed staples were noted during functional testing. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify how the staple line was very poor? Not all the staples formed correctly. Some staples were falling out of the tissue. What was the appearance of the deployed staples (b-formation, irregular, legs straight)? Many did not form fully,i.e. Did not for the b shape. What was the product code of the cartridge (gst60t, ecr60d, etc.)? Ecr60b. How was the procedure completed? The surgeon oversewed the staple line.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the gun fired but the staple line was very poor. They then could not dislodge the cartridge from the device. A number of theatre staff attempted to dislodge it. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.